Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl in its original packaging and jar submerged in clear solution. All leaflets were slightly stiff yet pliable with signs of moderate creasing. All leaflets appeared intact. As received, leaflet 1 (l1) appeared in a partially open position while leaflets 2 (l2) and 3 (l3) were in a closed position with a gap between their free margins. All commissures appeared intact. The valve was placed in a cold saline bath to initiate valve loading process. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed; no anomalies were noted. Image review: no images were provided to confirm the good valve load described in the description. No computed tomography (CT) images were provided to confirm the degree of calcification noted in the event description. 5 images or videos were provided for this event description. One image was provided confirming a pre-implant balloon aortic valvuloplasty having been performed. It is unknown if the image provided was of the first or second described pre-implant balloon aortic valvuloplasty. 3 of the images/videos provided of the first tav confirmed the infold throughout the entire tav frame after it had been removed from the body. The one other video provided of the first tav deployed to 80% confirmed clear under expansion of the evolut tav frame with an infold of the tav frame visible as well. No images were provided to confirm the implant or post dilation of the 2nd tav and valve performance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was properly loaded and the load was verified. The valve was attempted to be deployed, however would not open as expected. A second deployment attempt was made, however an infold was reported. Upon review of the angiographic images, an infold was also observed with the first deployment attempt. The valve was removed from the body. The valve and delivery catheter system (dcs) were replaced. The replacement valve was successfully implanted. It was reported that the perimeter of the annulus was 78 mm. Per the physician, the patient's left ventricular outflow tract (lvot) calcification contributed to the infold. No adverse patient effects were reported.